Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that dilution results did not correlate with repeat testing. Siemens evaluated the patient results and noted that discordant, falsely elevated values, were obtained with a x10 dilution on patient #1 and with a x5 dilution on patient #2. Siemens dispatched a siemens customer service engineer (cse) to the customer site. The engineer performed an inspection of the instrument and replaced the sample probe and dilution well insert. The sample probe alignments, to the dilution well, were verified. Quality controls were run on the instrument, and no issue was noted. Results were within range and with good precision. Siemens performed a follow-up, post-service, and the customer states the issue was resolved. The instrument is performing within specifications. No further action is required.

Event description:
Two discordant br-ma (cancer antigen: ca15-3) results were obtained on an immulite 2000 xpi instrument. The discordant results were not reported to the physician(s). The same samples were used to perform repeat testing on an alternate immulite 2000 instrument. The customer informs that repeat results obtained on the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca15-3 results.